Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
During a total hip replacement a size 51mm reamer broke. The surgeon incrementally reamed (44,46,48,50,51) and the reamer broke. The surgeon used a bone hook to get rid of the reamer. Then reamer 50, 52 and trialed, the implanted a 52 psl cup.

Manufacturer narrative:
Review of the device history records indicates (B)(4) devices were manufactured and accepted into final stock between (B)(6) 2008 and (B)(6) 2008 with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the returned device was shipped to the supplier, (B)(6), for evaluation. The suppliers findings confirmed that the malfunction is attributed to dull teeth and wear. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. No further investigation is required.

Event description:
During a total hip replacement a size 51mm reamer broke. The surgeon incrementally reamed (44, 46, 48, 50, 51) and the reamer broke. The surgeon used a bone hook to get rid of the reamer. Then reamer 50, 52 and trialed, the implanted a 52 psl cup.